Event description:
Over the last 16 years my health has declined from breast implants. Over the last two years I developed muscle and joint pain. The pain was so bad that I took muscle relaxers at night and tylenol and advil every four hours during the day. I also had a foul odor after intercourse. I was diagnosed with fibromyalgia last year. I had my breast implants removed three weeks ago and I'm not longer in constant pain. I can get up and walk without limping. My foul odor is completely gone. My brain fog and depression seem better too. My doctor gave me my implants back and they were smelly and tacky to the touch. I'm so glad I got them out. My regular doctor told me I didn't need to get them out because they were safe. I am glad I didn't listen to him. I am no longer taking any pain meds or muscle relaxers. FDA safety report ID# (B)(4).